Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving 50 mcg/ml of clonidine at 24.978 mcg/day and 10 mg/ml of dilaudid at 4.99 mg/day via an implantable pump for spinal pain. It was reported volume discrepancies had occurred. The actual reservoir volume (arv) was greater than the expected reservoir volume (erv). The arv was 20 milliliters (mls) and the erv was 9-10 mls. This occurred at a recent refill (date not specified). In (B)(6) of 2019 the arv was 8 ml and the erv was 4 ml. In (B)(6) of 2019 the erv was 2.7 ml and the arv was 10 ml. The patient had been asymptomatic. Troubleshooting considerations were reviewed. The managing physician had been contacted. No further complications were reported or anticipated.